Event description:
It was reported the patient experienced a loss of stimulation. The patient stated they turned the device off and when they tried to turn it on, they couldn't "get stimulation". Impedances reading were > 10000 ohms particularly on electrode #2. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.